Event description:
It was reported that post of an adjustable band procedure, the patient had an infection near the port site. The port was replaced and the patient is doing fine.

Manufacturer narrative:
Date sent: 09/15/2009. Information anticipated, but unavailable at this time.